Event description:
It was reported that there was a dissection with the enroute arterial sheath and the enroute guidewire, when pulling the vessel up to clamp. A secondary stent used to repair the dissection.

Manufacturer narrative:
The complaint investigation has been completed and attached to this report.

Manufacturer narrative:
The complaint investigation underway and will be attached to this report.

Event description:
It was reported that there was a dissection with the enroute arterial sheath and the enroute guidewire, when pulling the vessel up to clamp. A secondary stent used to repair the dissection.